Event description:
Plaintiff alleges contracting severe and irreversible type-I latex allergy and as a result, plaintiff has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life. Lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress.